Event description:
A peripherally inserted central catheter (PICC) was successfully placed for antibiotic treatment. It was noted approximately ten days post placement that the catheter was fractured. The catheter was successfully removed via the proximal end. Another PICC was placed for continuation of treatment. The pt's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, the co is unable to determine if the device met its specifications. User technique during access and/or pt anatomy may have contributed to this event. However, MFR is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.